Event description:
In early 2004, the pt reportedly was hit by a ball which damaged the external headpiece. The headpiece was replaced. In march 2004, the pt reportedly was unable to hear while using the sound processor. In 2004, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery has been scheduled to explant the pt's c1 device.